Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 182 mg/dl at the time of incident. Drive support cap was normal. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.